Event description:
It was reported that the customer experienced a low blood glucose level that was displayed as "low," with the specific value unknown. To address the low blood glucose, the customer consumed carbohydrates. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.